Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was on a hospital floor when a remote monitoring transmission was sent. An alert had been triggered due to non-sustained episodes and short v-v intervals on the right ventricular (rv) lead. Possible occasional undersensed and oversensed beats were indicated. The implantable cardioverter defibrillator (ICD) was indicated to possibly inappropriately withheld therapy. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.